Manufacturer narrative:
(B)(4). A sample was sent in by the customer for an evaluation. A visual inspection was performed and it was found that the tubing was separated from microbore bifurcated y-junction. The reported issue was confirmed based on evaluation. The cause of this condition has not been identified. Manufacturing processes were reviewed with no exception found.

Event description:
A customer reported to baxter (B)(4) of an adminstration set that had a leak during patient use. The set had been used for about 10 days. There was patient involvement but no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.